Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the batteries (d146-00-0039) battery, sealed lead acid, 12v and the issue was resolved. The stm then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge designee who has different contact details from that of the event site; his contact information are as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed battery run test. There was no patient involvement, and no adverse event reported.